Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a prostyle device after an interventional percutaneous transluminal angioplasty (pta) procedure with a 6f sheath. Reportedly, the device was successfully deployed; however, after step 4, the rail suture was pulled back with a jerky motion, and a suture break occurred during knot advancement. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force.